Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed inappropriate automatic mode switch due to noise oversensing on the atrial lead. Programming changes were done to resolve the issue. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed inappropriate automatic mode switch due to noise oversensing on the atrial lead. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Correction: section b5 ¿ should have said "no intervention has been performed." Rather than "programming changes made."

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed inappropriate automatic mode switch due to noise oversensing on the atrial lead. Programming changes were done to resolve the issue. There were no patient consequences.

Manufacturer narrative:
Correction: section b5 ¿ should have said "no intervention has been performed." Rather than "programming changes made."